Event description:
It was reported the patient experienced a tingling sensation when the ins was turned on. The symptoms began after the patient fell. The patient reportedly fell twice. One fall was about a month ago, and one fall was last week. The pocket was fine until the last fall. The patient was seen in the clinic for programming which did not resolve the issue. Impedance measurements were done and were within normal range despite the patient feeling "a prickly feeling" at the battery site. This sensation resolved when the stimulation was turned off. Further troubleshooting was being considered. Additional information received indicated the patient was last seen by their following physician in 2008. At that time, there was no issue discussed with the stimulator. The patient had been experiencing pain related to her carpal tunnel syndrome. The patient was referred to another physician for chronic pain management. Notes from the pain physician indicated they saw the patient in november. There was no need for any further surgical treatment at that time and the focus would be on medical management for the patient. The patient had not been seen since that time.

Manufacturer narrative:
This report is being submitted late due to a delay by a manufacturer employee. A process improvement plan and training are in place.